Event description:
The advocate stated her son's blood glucose on the contour was fluctuating from several readings of hi to 56mg/dl. Although her son has several medical issues, she felt the meter may have caused him to have a seizure. He was taken to the hospital but was not given any treatment. The advocate gave conflicting information in regards to the blood result the hospital obtained; it was either higher than 500mg/dl or it was 68mg/dl. The caller was advised to return the strips for evaluation. New meter and strips were sent to the customer.